Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up on (B)(6) 2017. Upon interrogation, the implantable cardioverter defibrillator exhibited post paced t-wave oversensing and far r-wave oversensing resulting in inappropriate auto mode switching. Programming changes were discussed and no intervention was performed. The patient was stable during the device interrogation.